Event description:
The fse reported an intermittent system error message. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.